Event description:
On (B)(6) 2024, palette life sciences received a notification from a [physician] in the us. It was reported that "there was a patient implanted with barrigel in (B)(6) 2022 by a [physician]. Recently, a different physician performed a transrectal ultrasound (trus) on that patient for different reasons and saw, what appeared to be, barrigel still implanted. The implant seemed to be located outside the perirectal fat, possibly in a lower anatomical position. The [physician] has ordered a magnetic resonance imaging (MRI) on the patient for further evaluation." Additional information received on december 04, 2024, indicated that the [physician] first observed the implant's suspected location approximately six months ago, the patient is asymptomatic, and there has been no delay in his treatment. The palette life sciences representative was aware of the issue on september 24, 2024. Further additional information received on december 11, 2024, confirmed that the patient is scheduled for an MRI on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Additional information received on january 03, 2025, indicated that the patient remains asymptomatic and continues to receive radiation treatment as planned. The implanted device was placed over two years ago, and no issues or delays were reported. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample or additional information becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
On november 25, 2024, palette life sciences received a notification from a [physician] in the us. It was reported that "there was a patient implanted with barrigel in (B)(6) 2022 by a [physician]. Recently, a different physician performed a transrectal ultrasound (trus) on that patient for different reasons and saw, what appeared to be, barrigel still implanted. The implant seemed to be located outside the perirectal fat, possibly in a lower anatomical position. The [physician] has ordered a magnetic resonance imaging (MRI) on the patient for further evaluation." Additional information received on december 04, 2024, indicated that the [physician] first observed the implant's suspected location approximately six months ago, the patient is asymptomatic, and there has been no delay in his treatment. The palette life sciences representative was aware of the issue on (B)(6) 2024. Further additional information received on december 11, 2024, confirmed that the patient is scheduled for an MRI on 2024.